Event description:
Boston scientific received information from the patient implanted with this right ventricular (rv) lead that they may have their rv lead replaced due to an unspecified issue. It was reported that the rv outputs were programmed to 6 v. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available, this report will be updated.

Event description:
Additional information was received indicating this lead was capped due to high pacing threshold measurements. No adverse patient effects were reported.

Manufacturer narrative:
The lead was capped and surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.